Event description:
Report 2 of 2 it was reported that while using panel phoenix nmic/ID-307, misidentified 1 patient sample as enterobacter cloacae. Backup testing with another method confirmed identification as e.coli. No patient impact reported. The following information was provided by the initial reporter: "onsite for phoenix m50 & ap go-live support, encountered misidentification with nmic ID 307 combo panel. Customer states the phoenix instrument misidentified customer isolates as citrobacter freundii and enterobacter cloaecae. Backup testing with another method confirms identification as e.coli. Date tested; accession number; phoenix ID; confirmation ID; sequence number; 9/13/23 372325400417 enterobacter cloacae e.coli 502891533681 panel: (B)(4), lot 3157373, stored room temp ID broth: (B)(4), lot 2355476, stored room temp & away from light ap ID broth lot: (B)(4), lot 2298075 stored room temp ast broth 8ml: (B)(4), lot 2278501, stored room temp & away from light ap indicator broth: (B)(4), lot 2298586, stored room temp"

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
This complaint is for misidentification of escherichia coli as enterobacter cloacae and citrobacter freundii when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3157373. The customer did not return panels but provided isolates, binary files and phoenix generated lab reports for the investigation. The lab reports show patient samples identifying as e. Coli, e. Cloacae and c. Freundii. The twelve customer returned isolates were labeled as m-1 through m-12 and verified with bruker maldi biotyper. Isolate m-9 did not grow and was not used in investigation testing. Isolates m-1 through m-3 and m-5 through m-8 and m-10 through m-12 were verified as e. Coli on the bruker maldi, the customer received an e. Cloaca, c. Brakii, s. Dystenteriae or c. Freundii identification with the complaint batch. Isolate m-4 was verified as enterobacter roggenkampii on the bruker maldi, the customer received a k. Pneumoniae identification for this isolate with the complaint batch. It is to be noted that phoenix does not have claims for e. Roggenkampii. To investigate, one retention panel from complaint batch 3157373 was tested using customer returned isolates m-1 through m-3, m-5 through m-8 and m-10 through m-12 on a phoenix m50 machine and evaluated for identification results. All ten panels inoculated with customer returned isolates e. Coli identified as e. Coli, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on complaint batch 3157373, related to this defect and also not confirmed.

Event description:
Report 2 of 2 it was reported that while using panel phoenix nmic/ID-307, misidentified 1 patient sample as enterobacter cloacae. Backup testing with another method confirmed identification as e.coli. No patient impact reported. The following information was provided by the initial reporter: "onsite for phoenix m50 & ap go-live support, encountered misidentification with nmic ID 307 combo panel. Customer states the phoenix instrument misidentified customer isolates as citrobacter freundii and enterobacter cloaecae. Backup testing with another method confirms identification as e.coli. Date tested accession number phoenix ID confirmation ID sequence number 9/13/23 (B)(6) enterobacter cloacae e.coli 502891533681 - panel: ref 449289, lot 3157373, stored room temp - ID broth: ref 246001, lot 2355476, stored room temp & away from light - ap ID broth lot: ref 448012, lot 2298075 stored room temp - ast broth 8ml: ref 246003, lot 2278501, stored room temp & away from light - ap indicator broth: ref 246006, lot 2298586, stored room temp.